Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the basic occlusion, occlusion, prime, no delivery, or displacement tests due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that there was moisture in the device. Device had a blank display. Customer's blood glucose was 433 mg/dl. Customer treated high blood glucose with an insulin pen. Customer's blood glucose was 350 mg/dl at time of call. Device was exposed to the insulin, there was insulin in the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.